Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse verified a considerable leak in the cart. To resolve the issue, the fse replaced the high pressure helium regulator . However, when the fse inserted the cart, the console had a small leak. To resolve the issue, the fse replaced the helium reservoir assembly. The iabp passed all diagnostic tests to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) displayed a helium leak. There was no patient involvement and no adverse event reported.